Event description:
Trinity revision of the cup, head and liner after approximately 8 months due to lack of osseointergration of the cup.

Manufacturer narrative:
Per -1417 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient activity level, patient medical history and a detailed patient outcome was requested in order to progress with the investigation of this event, however, this information was not available and thus there was only limited information for the investigation. It has been confirmed that the explanted devices were destroyed. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information that has been provided, no further investigation can be conducted and thus corin now consider this case closed. However, should any new information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -1417 initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient activity level, patient medical history and a detailed patient outcome has been requested to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, head and liner after approximately 8 months due to lack of osseointegration of the cup.